Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported an issue with charging the implantable neurostimulator recharger (insr). It was stated that they will leave the insr plugged in to charge all the time, but when they go to unplug it, it only shows charged to 3/4 full. It was further noted that it is taking longer than usual to charge the implant, with it only taking about 1-1.24 hours to charge completely before, but now takes 2-2.5 hours. When asked if any recent changes had been made to settings the caller indicated that the neurologist made a few adjustments about 2-2.5 months prior to date notified, but stated that it shouldn't have been large enough of a change to double the charging time. The patient had also had a fall unrelated to the device or therapy around (B)(6) 2017 where they fractured their left arm, and did not fall on the implant but rather the side where the implant was located. Follow up information received from the consumer on feb-22 reported that for the last two weeks the insr seemed to not be charging, but for some reason everything seemed to be working now. They had all the wires checked and made sure everything was looking good. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.